Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the son¿s insulin pump alarmed unexpected restart error. The customer¿s blood glucose was 92mg/dl at the time of incident. The customer reported the pump will shut off and go to alarm unexpected restart and the pump sounds funny and has weird sound. Alarm did not occur shortly after inserting a new battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement, self test and no unexpected restart alarm noted during test.